Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture and low out of range pace impedances on the right ventricular (rv) lead. The pacing impedances were less than 200 ohms. The rv lead is a competitor's product. This pacemaker and the rv lead were surgically abandoned and a new system was placed on the patient's right side. This is considered off label use. No additional adverse patient effects were reported.